Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery in (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery on 1/11/2016 and mesh was implanted. It was reported that the patient experienced infection, seroma, swelling, abscess. Other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/09/2021.